Event description:
When used to dillute antibiotics it is to hard to insert into the rubber bung. You need to press very hard and the bung is tearing. Other comments - including possible outcome/s if intervention had not taken place: the needle is labled as blunt fill needle. They are too blunt to be used to aspirate any type of solution.